Manufacturer narrative:
This product is not marketed in the us secondary surgical intervention, lens removed and exchanged for a shorter lens. (B)(4)

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicm5_13.2, -9.5 diopter, implantable collamer lens into the patient's left eye (os) on (B)(6) 2018. The lens was removed and exchanged for a shorter lens due to observation of excessive vault. This exchange resolved the problem.

Manufacturer narrative:
Date of this report: it is corrected to 09-may-2018 in the initial MDR.corrections: the lens was explanted due to excessive vault and new lens implanted later. The problem was resolved.received by MFR: it is corrected to 09-may-2018 in the initial MDR.(B)(4).device evaluation: lens was returned dry, in a micro-centrifuge vial. Visual inspection found the haptic was bent; foreign material (residue) on lens surface.(B)(4).

Manufacturer narrative:
Corrected data: the lens was explanted and later, new lens implanted. (B)(4).